Event description:
During bronch-physician noticed black flecks in mucosa. Suctioned out and sent to pathology for identification. When scope was brushed out post procedure a large black "rubber" piece came out of scope. Sent to pathology for analysis.